Event description:
It was reported the handpiece is not working. The customer had no other info as far as actual problem. The customer reported no obvious physical damage. They did not want to troubleshoot the handpiece and wish to send it in for eval.